Event description:
The customer reported the extension set ws connected to the pt's venous access device. A secondary infusion of pitocin and 0.9% normal saline were infusing via the clave port on the extension set via an imed infusion pump set. After pitocin infusion had been running for "a couple of hours", the nurse was called to the pt's bedside by the family. It was noted that blood was leaking from the clave connection. Reportedly, there was a "small amount of blood" on the pt's pillow and on the floor. The nurse noted the clave was broken and reported seeing. "A crack in the blue section of the clave connection". The infusion was stopped, the extension set was changed and the secondary infusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.